Event description:
It was reported that an asymptomatic patient presented in the clinic for follow up and upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2014.